Event description:
During a coronary drug eluting stenting treatment procedure, the physician encountered difficulty removing the catheter from the guidewire and a dissection occurred. The physician predilated the lesion in the moderately calcified, mildly tortuous and 100% stenosed proximal rca with a 2.0x20mm ninja balloon. The taxus express2 3.5x12mm drug eluting stent was positioned and deployed. When the physician tried to remove the stent delivery system, it became stuck on the wire. The physician was able to remove the stent delivery system and the wire as a unit. A distal dissection was noticed after the stent was placed and everything was removed from the pt. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to treat the dissection and the stent was unable to cross through the first stent to reach the dissection. The physician decided not to treat the dissection. No further pt complications were reported. Pt status is reported to be satisfactory.